Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a non-functioning painful stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had a non-functioning painful stimulator. The patient will undergo an explant procedure.